Manufacturer narrative:
(B)(4) the sample returned for this investigation was investigated as a representative sample. No serial number was reported. The serial number on the returned sample is (B)(6). Returned for investiga-tion was a 40cc 8.0fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in the original packaging tray/carton. The original packaging carton was noted completely sealed. Returned with the sample were supplied semi-finished kit, semi-finished inser-tion kit and data-scope inflation driveline tubing. The semi-finished kit, semi-finished insertion kit and data-scope inflation driveline tubing pouch were noted completely sealed and unused. Upon return, the iab catheter/bladder was noted within the original packaging tray. The peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The stylet was noted within the iabc central lumen. No blood was noted on the interior or the exterior surfaces of the returned sample. No visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clam-shell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measure-ments ranging from 0.0061in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The one-way valve was connected to the short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the iab catheter was removed from the original packaging tray without any difficulty. Upon removal, the iabc bladder was noted fully wrapped. No bend, kink or other damage was noted to the returned sample. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing meth-ods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss 3 alarms " is not confirmed. A representative sample was received for the investigation. The iab catheter was noted unused/within its original packaging tray upon receipt. The device in question was not returned for the investigation. During the investigation, the returned iab catheter was fully intact. No leaks or alarms were detected during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "helium loss 3 alarm". Additional information states that the iab catheter was removed and it is unknown if it was replaced. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss 3 alarm". Additional information states that the iab catheter was removed and it is unknown if it was replaced. The patient's current condition is reported as "unknown".